Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. The original implant procedure was an unknown date in (B)(6) 2014. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: complaint failure through the proximal oblique head element hole. Fracture propagation occurring through the high stress areas of the nail. Anodization worn off in multiple areas of the nail: anterior and anterolateral proximal portions along with anteromedial wear starting proximally and extending halfway down the shaft of the nail. The trochanteric fixation nail anti-rotation (tfna) system is intended to treat various fracture patterns of the proximal femur. Having an unstable fracture pattern increases the loading and forces seen on the implant construct and can potentially lead to premature failure. Extensive testing was performed on predicates and varying tfna designs to optimize the strength of the implant construct. Factors, other than implant design, can affect the fatigue life of the implant. Some of these factors include patient compliance, the biomechanics of the patient's condition, and the loads experienced by the implant. A post-operative ap x-ray of the broken construct was submitted with this complaint, but none show the immediate post-op of the initial surgery. There appears to be some incomplete healing in the subtrochanteric area seen in the submitted x-ray. However, without having a lateral x-ray view it is hard to determine the full status of the fracture proximally. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail ¿ advanced (tfna) and an unknown 5mm distal locking screw were discovered broken on an unknown date. The patient experienced pain and x-rays confirmed the broken hardware. The original implant procedure was on an unknown date in (B)(6) 2014. A revision procedure was performed on (B)(6) 2015. During the procedure, the helical blade was removed first. The blade/screw extractor would not thread into the helical blade, so vice grips were used to pull it out. It was removed fully intact. There was no report of an issue during the removal of the broken tfna. Part of the broken distal locking screw, which was broken in half, was left in the patient. The patient was revised with a bone graft and an angled blade plate and screws. There were no reported surgical delay and the procedure was successfully completed. This report is 1 of 2 for (B)(4).